Event description:
It was reported that the user interface touchscreens on the mainframe were not working. The on/off switch is located on these screens; therefore, when they are not working, it may prevent the system from booting up, (no boot). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.